Event description:
Us legal mdl. It was reported that, after right bhr surgery was performed on (B)(6) 2007, the patient experienced metallosis and loosening of the femoral head. This adverse event was treated with a revision surgery on (B)(6) 2020. During the revision, the femoral head was explanted, and the system was replaced to a tha. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6. It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the acetabular cup and femoral head was performed using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. No other similar complaints were identified to involve this batch. Other similar complaints have been identified for the part number and the reported failure mode, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The reported pain and osteolysis may be consistent with the intraoperative findings of metallosis; however, with the information provided the clinical root cause of the reported pain, osteolysis, and metallosis cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. H11: corrected information in d4 and h4.